Manufacturer narrative:
(B)(4)

Event description:
Procedure: roux-en-y. According to the reporter: in an open operation on september 10th, the orvil was used to anastomose the jejunum and esophagus. However, three days post operatively, pancreatic fluid leaked and a peritonitis was found. Re-operation was done on the next day. During the operation, the staples were found to not be placed properly on esophagus side. Also, the tissue, where the outermost part of anvil had contacted the tissue, was found cut. The problem was fixed by performing a re-anastomosis by another device. The pt is under observation. There was additional tissue resection performed.